Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that there was segments of the display missing on their onetouch ultralink meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.